Manufacturer narrative:
Concomitant medical products: model 3186, scs lead, model 3662, scs ipg. Therapy date unknown.

Event description:
Reference MFR. Report number: 3006705815-2019-01259 and 3006705815-2019-01261. It was reported that patient had (B)(6) infection and that the incision from the initial implant never healed completely. As a result, patient was admitted in the hospital where the scs system was explanted. Post explant the incision has healed, and the infection has cleared.